Event description:
Procedure type: nephrectomy. According to the reporter: when the surgeon turned the articulation collar to remove the device from trocar, cracking noise was heard and two black broken pieces of the proximal prt of the gold cylinder were found in cavity. They were retrieved from cavity and procedure was completed with a new device. Incision was not extended. No patient harm. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).